Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq periherial nerve stimulator (stq4-rcv-a0; (B)(4)) and one (1) stimq periherial nerve stimulator (stq4-spr-b0; (B)(4)) was implanted at the at the shin near the tibial nerve. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient began antibiotic treatment for a (B)(6) infection. At this time the clinician did not believe the infection was very severe and decided that an explant would not be necessary to preclude permanent impairment of a body function or permanent damage to a body structure. The patient reported to the clinician that he was having great results with the stimulator's therapy and did not want it removed. The clinical specialist did not become aware of this issue until (B)(6) 2020 as the issue was not immediately reported to her. On (B)(6) 2020 clinical specialist went to an appointment at the clinician's office with the patient. Clinician put patient on another antibiotic, tetracycline, and referred the patient to an infectious disease doctor to get further consultation. Patient still wants to keep device implanted due to such great results. Medical treatment is being conducted to try and find another route to reducing the infection, other than explanting the device. On (B)(6) 2020 territory manager stated that the patient was going to meet with the clinician to discuss an explant. (B)(6) infection is not clearing up at the incision site so an explant will be required to preclude permanent impairment of a body function or permanent damage to a body structure. Explant has been scheduled due to the extent of the (B)(6) infection. On (B)(6) 2020, territory manager disclosed that the patient had pre-existing condition, muscular atrophy, from a previous injury that required him to wear an ankle brace over the same area that the stimulator was implanted. The patient reported using an ankle brace to secure waa near the stimulator during times of increased activity, which may have prevented adequate ventilation and created a bacteria-rich environment when perspiring. Infection is known adverse event for spinal cord stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190414 and swo190423, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the issue is attributed to non-compliance, patient history, or the patient's predisposition to infections. The root cause of the infection is due to patient's noncompliance to post-operative care instructions to maintain a clean wound site. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the clinical specialist and territory manager from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of an infection reported to stimwave on (B)(6) 2020, by clinical specialist.